Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Resulting in the customer was feeling ¿sick and had to go to the hospital¿. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.